Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having eye irritation, dizziness and/or headache, kidney disease/toxicity, liver disease/toxicity, lung disease from a trilogy 100 device. There was no medical intervention required by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having eye irritation, dizziness and/or headache, kidney disease/toxicity, liver disease/toxicity, lung disease from a trilogy 100 device. There was no medical intervention required by the patient. No additional information can be requested at this time. The ventilator was returned to the manufacturer for evaluation and there were no significant events in the error logs. No repair performed due to the device not needed for inventory. The unit will be scrapped. In addition to the above evaluation, missing/displaced rubber feet - enclosure feet need replaced was confirmed. In the previous report, section h10 was incorrect. It has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a ventilator's sound abatement foam. The reporter alleged of having eye irritation, dizziness and/or headache, kidney disease/toxicity, liver disease/toxicity, lung disease from a trilogy 100 device. There was no medical intervention required by the patient. No additional information can be requested at this time. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. No repair performed due to the device not needed for inventory. The unit will be scrapped.